Event description:
Subsequent to the initially filed medwatch report, additional information was provided. Analysis of the returned prostyle device found that the reported separated black piece of plastic was a portion of the guide and not the foot. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. The material separation was identified as a break in the guide. The difficult to remove cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The root cause of the reported difficulties is related to circumstances of the procedure. In this case, based on the information reviewed, it is likely that guide broke during insertion or during needle deployment. The broken guide will not allow the foot to close as there is no longer a base point to anchor the foot causing the close motion. Instead, the foot will move forward but will not rotate to the closed position. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after a percutaneous transluminal angioplasty interventional procedure via a small bore hole. Reportedly, after completing all the steps, the device was attempted to be removed however, it was stuck. After applying force, the proglide device came out. The same suture was used to achieve hemostasis. Upon inspection of the device after removal, it was found that the foot had not completely retracted despite the lever being in the closed position. Additionally, a black, plastic piece [foot] broke off. The piece was packaged and returned with the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 2017 - against resistance.